Event description:
It was reported that there were 849 automatic mode switch episodes, which appeared to be due to noise and oversensing on the atrial channel. The noise could not be recreated with isometrics. The patient would be monitored.

Manufacturer narrative:
Partial lead was received.